Manufacturer narrative:
Severely stripped battery cap coin slot noted during testing. The insulin pump was unable to perform displacement test to due to blank display. Blank display due to connector not plugged in properly. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer's blood glucose was 198 mg/dl at the time of incident. The insulin pump will be returned for analysis.